Event description:
It was reported that a perforation was located in the right coronary artery (rca). A 7f guideliner was used for support; however, the 3.5 x 16 mm graftmaster stent could not be advanced through the guideliner and the stent was noted to be damaged. The guideliner was exchanged for an 8f guideliner and a 3.5 x 12 mm graftmaster stent was attempted to be advanced. However, resistance was also encountered during the attempt to advance through the 8f guideliner and guideliner and guide wire positioning was lost during the attempt to advance the graftmaster stent. The method of treatment for the perforation was not specified. No adverse patient sequela was reported. No additional information was provided.

Event description:
Subsequent to the initial report filing additional information was received stating that the perforation was treated with prolonged balloon inflations.

Manufacturer narrative:
(B)(4) - guiding catheter/sheath selection. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use states in the material required section, that the appropriate size guiding catheter is a 7f .074 inch inner diameter (ID). In this case, the largest ID guideliner used was an 8f .071 inch ID, which is a smaller ID than the recommended guiding catheter size. Thus most likely contributing to the reported interaction.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The additional graftmaster is being filed under a separate medwatch report.